Event description:
It was reported that the patient presented to the clinic and upon interrogation, the pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed. No patient symptoms or additional information was reported.